Manufacturer narrative:
The lens was returned for analysis. Visual inspection found both haptics bent and the tip of one haptic broken off and missing. The delivery device was not returned. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information available, the root cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling technique) and/or procedural factors (such as lens and injector interaction) may have caused or contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Initially, it was reported that a loading error occurred with the lens and delivery device. Subsequently, it was indicated that the lens was intraoperatively implanted and removed from the left eye due to a bent haptic. The incision was enlarged in order to remove the lens and a backup lens was implanted. There was no permanent injury to patient.